Event description:
Boston scientific received information that this pacemaker reached elective replacement time (ert), which, was sooner than expected. It was reported that the device showed a battery status of 1.5 years remaining approximately three months ago. The patient was noted to be pacemaker dependent in the atrium. A health care professional (hcp) inquired about available therapy features at ert. Boston scientific technical services (ts) discussed therapy availability and ert to end of life (eol) timeline. A device replacement procedure was planned for a date in the future. No adverse patient effects were reported.

Manufacturer narrative:
Subsequent information was received that this device was explanted and replaced with another manufacturer's device approximately nine days later. It was noted that the battery had depleted due to high right ventricular (rv) threshold measurements on another manufacturer's right ventricular (rv) lead. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.